Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was unconscious and the lifevest started to alarm. Ems was reportedly called and used an external defibrillator on the patient. Review of the patient's download data revealed that the patient received 6 appropriate treatments from the lifevest on the day of passing. From 6:33:33 am to 6:35:55 am, four arrhythmias with response button use were detected. The patient's ECG shows that the patient was in sinus rhythm at 70 bpm with nsvt degrading to vt at 200 bpm. It is unknown who was pressing the response buttons at this time. At 6:36:44 am, the device was shut down. The device was powered on at 6:38:11 am. At 6:38:48 am, an arrhythmia was detected by the lifevest with response button use. The patient's ECG shows that the patient was in vt at 200 bpm degrading to vf during this time. It is unknown who was pressing the response buttons during this time. At 6:42:24 am, gel was released by the lifevest. At 6:42:34 am, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf slowing to vt at 280 bpm. At 6:43:05 am, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 290 bpm, and the post-shock rhythm was vf. The patient was treated for a third time at 6:43:37 am. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vt at 290 bpm. At 6:44:09 am, the patient was treated for a fourth time by the lifevest. The patient's rhythm was vf at the time of the treatment, and the post-shock rhythm was vt at 250 bpm slowing to vt at 200 bpm. At 6:44:42 am, the patient was treated for a fifth time by the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. The patient had received 5 appropriate shocks during one detection sequence. The lifevest is designed to deliver 5 shocks during one detection sequence, and will not deliver more treatments until a new detection sequence is started. From 6:44:42 am to 6:49:41 am, the patient's rhythm remained in vf. At 6:49:42 am an arrhythmia was detected by the lifevest. Vf with CPR artifact was seen on the patient's ECG. A non-treatable rhythm was declared at 6:53:43 am. At 6:55:07 am, an arrhythmia was detected by the lifevest. The patient's ECG shows vf with CPR artifact. At approximately 6:56:15 am, the patient received the first non-lifevest defibrillation. The patient's rhythm at the time of the non-lifevest shock was vf with CPR artifact, and the post-shock rhythm was asystole for 10 seconds transitioning vt at 130 bpm. At 6:57:00 am, the patient received a sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 130 bpm, and the post-shock rhythm was vf with CPR artifact. The sixth treatment was a low energy pulse of 113 joules. The low energy pulse was caused by high impedance. The cause of the high impedance is unknown. The device properly delivered conductive gel during the event. There is no indication that the high impedance was caused by a device malfunction. From 6:57:18 am to 7:14:18 am, the patient's rhythm was vf with CPR artifact and motion artifact. Motion and CPR artifact prevented the lifevest from delivering a treatment during this time. At 7:14:18 am, the patient received a second non-lifevest defibrillation. The patient's rhythm at the time of the shock was vf with motion artifact, and the post-shock rhythm was vt at 120 bpm. From 7:15:02 am to 7:27:35 am, the patient received a 3rd non-lifevest defibrillation. The rhythm at time of treatment was vf with motion artifact. The post-shock rhythm was vf with motion artifact. The patient then received a 4th non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. The patient received a 5th non-lifevest defibrillation. The patient's rhythm at time of the treatment was vf with motion artifact. The post shock rhythm was vt at 120 bpm with motion artifact. The patient received a 6th non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with motion artifact. The post shock rhythm was vf with motion artifact. The patient received a 7th non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. The patient received a 8th non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with motion artifact. The post shock rhythm was vf with motion artifact. From 7:27:44 am to 7:30:05 am, two arrhythmias were detected by the lifevest. During this time, the patient received a ninth non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 130 bpm with CPR and motion artifact. Post shock rhythm was vt at 110 bpm with CPR and motion artifact. At 7:38:26 am, the patient's rhythm was vt at 140 bpm degrading to asystole with motion artifact. The device was shut down at 7:39:50 am. The patient's rhythm at the time of device shutdown was asystole. The patient was reportedly transferred to the hospital where he passed away. The patient's equipment was returned and was found to be fully functional. There is no indication of any device malfunction that caused or contributed to the patient's death. The device acted as designed and initially delivered 5 treatment shocks during one detection sequence. The device was then able to deliver a sixth treatment shock during a new detection sequence. Further treatments were unable to be delivered due to motion and CPR artifact and the external defibrillations that were also delivered during the event.